Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the nozzle was clogged. The distal end insulation resistance value was out of specification due to scratched plastic distal end cover. The connecting tube was crushed and there was a crease on the ultrasound. The control unit was corroded due to water leak. There was angulation malfunction in the up direction due to the worn angle wire. The up/down knob tension was out of specification due to the worn angle wire. The water aspiration rate was out of specification due to the clogged nozzle. There was water cleaning malfunction due to the clogged nozzle. The water transport rate was out of specification due to the clogged air/water channel. The air transport does not work at all due to the clogged air/water channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material came out of the clogged auxiliary water channel. There were no reports of patient involvement.